Event description:
Wife of home patient (hp) reported the pt extension line became disconnected from the transfer set during treatment phase drain 1 of 4 and the device alarmed system error 2240. Hp stopped treatment at time of 2240 alarm. There was neither pt injury nor medical intervention associated with this incident per hp's wife.